Event description:
On (B)(6)2017 - a retail business in (B)(6) advised that it received us labeled stock of skyn elite polyisoprene condom along with (B)(4) labeled product. The us label is not compliant with health (B)(4) labeling requirements and is being recalled in (B)(4). As the event is (B)(6) specific but a recall of a product sold in the us, this report is being submitted. Non us product is impacted.

Manufacturer narrative:
12/06/2017 - recall closure to (B)(6) completed and closed on 11/17/2017. At the time of production of the carton label components, root cause shows that the print template switch from a us carton to a (B)(6) carton was actioned in the middle of the print process. The result was that a small number of precut-sheets had us and (B)(6) artwork on the same sheet; a sheet contains 12 die sets/cartons. When the sheet was cut to produce individual carton flats, these small number of sheets were present in the (B)(6) portion of the production of cartons. The carton producer has included additional inspection checks for segregating pre-cut sheets when moving from us label order to a (B)(6) label order.

Event description:
On (B)(6) 2017 - a retail business in (B)(6) advised that ir received us labeled stick of skyn elite polyisoprene condom along with (B)(6) labeled product. The us label is not compliant with (B)(6) labeling requirements and was being recalled in (B)(6). As the event is (B)(6) specific but a recall of a product sold in the us, this report is beiong submitted. No us product is impacted.